Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information: (B)(6).

Event description:
The event involved a ext set w/microclave clear, purple clamp, rotating luer and it was reported that when an intravenous (IV) was started on the patient, the extension set that was attached, the clave on the end not attached to the patient was stuck in an open position. The nurse noticed the blood dripping out of the end of the extension set quickly, and they were able to stop the bleeding quickly and switch to a different set that didn't have a problem. There was patient involvement and there was no patient harm.

Manufacturer narrative:
One device was returned for investigation. It was reported that a couple of photos were shared by customer where the returned sample is observed fully with blood inside and the seal is observed to be a little stuck inside. No additional damage or anomalies were noted. As received the sample was fully with blood inside the shuntless microclave and the seal slightly stuck inside. The sample was primed and no flow was noted. The shuntless microclave was dissembled and a bent spike and a small tear at the side of the seal was noted. Complaint of silicone sleeve stuck down can be confirmed. The probable cause is typical due to incompatible mating device during use. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.